Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment appears to be related to patient morphology/pathology. A definitive cause for the reported tissue damage which was suspected in this incident could not be determined due to challenging imaging. The reported patient effect of tissue damage (mitral valve injury), is listed in the instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report that the deployed clip detached from one leaflet and there was suspected tissue damage. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was challenging. The first clip was implanted (612134208), reducing mr to 1. However, the clip detached from the anterior leaflet, and remained attached to the posterior (single leaflet device attachment/slda). Mr returned to 4. Leaflet damage may have occurred, however due to challenging imaging, it was not possible to confirm. A second clip (61110u160) was implanted successfully to stabilize the first implanted clip, however there was no change in mr, remained at 4. The patient is stable. There was no clinically significant delay in the procedure. A decision has not been made if additional treatment is planned for the patient. There was no clinically significant delay in the procedure. No additional information was provided.